Event description:
It was reported by the stryker field service rep that the customer alleged that the stretcher will not zoom or sometime zoom too fast. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Csi box.